Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found the casters and brake linkage parts were worn. He replaced the casters and the top adapter block to repair the bed.